Event description:
A 6f angio-seal sts device was used to seal the arteriotomy site post percutaneous procedure. The pt experienced retroperitoneal bleeding and died. The incident and implant dates are year specific as attempts to gain more info have been unsuccessful.